Event description:
A caller reported experiencing a high blood glucose (bg) level, but the specific value was unknown and displayed as "high." The customer administered a correction bolus via the pump to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Reportedly, the customer continued to use the pump for insulin therapy.